Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to verify or duplicate the alleged timekeeping discrepancy. A timekeeping accuracy test was performed; the pump was keeping time accurately. One manual time change observed in black box on (B)(4) 2012 from 1:05pm to 1:08pm.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was losing time during the day, up to eleven minutes lost. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.